Event description:
It was reported that, following a catheter replacement, the patient started to show leg weakness which seemed to be caused by an overdose. It was suggested that the pump be turned to minimum rate to minimize the amount of drug injected and perform a bridge bolus with a lower concentration drug at a later date. The physician agreed to try that approach. It was noted that the physician felt that the dose was high. Prior to the catheter revision, the dose had been increased as the patient had a lack of effect due to a catheter migration. At that time, the drug had been leaking from the dura. The physicians believed that the drug had accumulated under the dura and leaked into the medullary cavity, thus leading to the overdose. As of (B)(6), the dosing had been lowered from 500mcg to 100mcg. It was reported that, as of (B)(6), the patient had recovered as he had no problems on that sunday or on the day of report. The device system was delivering gabalon. (Refer to manufacturer report #3007566237-2013-01760, for details pertaining to the catheter migration and replacement).

Manufacturer narrative:
Product ID: 8781, lot# 206380715, product type: catheter. (B)(4).

Event description:
Please note that the serial number for the pump involved in this event was originally captured as (B)(4) and associated with manufacturer report #3004209178-2013-10046. However, source documents noted the serial number should have been (B)(4). This has been updated in the file and new information will be filed with serial (B)(4) within manufacturer report #3004209178-2013-10046.